Event description:
Customer called to report that while loading a reagent, a leak was discovered at the cartridge chemistry (cc) reagent carousel of the unicel dxc 800 synchron system. Customer stated that the fluid that was leaking was found at both the upper and lower reagent carousels. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and determined that the fluid that had leaked was likely reagent material. The fse removed and cleaned each cartridge, but did not find the source of the leak. It is possible, but unknown, that the reagent container had spilled. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
The root cause of the leak could not be determined for certain. However, the issue was resolved with routine maintenance procedures performed by the field service engineer. Customer has not called back to report any further issues relating to this event. (B)(4).